Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported fluid leaked from a hole in the pumping segment below the upper fitment. Potassium phosphate was infusing when the leak was identified. The infusion was replaced and restarted without incident. Customer confirmed the set was inserted from top to bottom. There was no pt harm reported and no medical intervention was required. Customer stated that no additional event or pt information is available.